Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).